Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend when the sensor read 50, 55 and 58. Blood glucose value was 140 mg/dl. The customer also reported receiving sensor error alerts. The customer removed the sensor and the cannula was bent. The customer was advised about insertion and calibration best practices. The sensor was returned for analysis.